Event description:
It was reported a patient's right ventricular (rv) lead presented with failure to capture due to perforation. The lead was explanted and replaced in a procedure on (B)(6) 2024. During procedure, the implantable cardioverter defibrillator (ICD) was also explanted and replaced for an unknown reason. Post-procedure the patient status was unknown.

Event description:
New information received notes the implantable cardioverter defibrillator (ICD) had a connector issue, so it was explanted and replaced on (B)(6) 2024. There were no patient consequences.